Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue of the device powering on and off automatically. It was verified that the device had logged multiple event codes and that the service led was lit. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A customer contacted physio-control to report that their device automatically powered on and back off every few seconds. The device sounded a power fail alarm before it was unpacked. The service led on the device was lit and multiple event codes had been logged into the device memory. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
Physio-control further evaluated the removed power supply  assembly device. It was observed that pin 6 (dock* line)of pcb-mounted jack connector, designator j41 on the power pcb assembly measured low. This indicates excessive leakage, due to process residue, and could cause the device to power off. It is likely that process residue under filter components fl4 or fl10 on the power supply pcb assembly caused excessive current leakage between the filter components and dock* line . As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).